Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid leaked from between the bd phaseal¿ protector p53j and vial while preparing cisplatin. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage around between the protector and the vial. According to the customer's report, during preparation of cisplatin, the fluid leaked around between the p43j and the rubber part of the vial."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid leaked from between the bd phaseal¿ protector p53j and vial while preparing cisplatin. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage around between the protector and the vial. According to the customer's report, during preparation of cisplatin, the fluid leaked around between the p43j and the rubber part of the vial."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-mar-2022. H.6. Investigation: samples received for investigation. The product was evaluated, the hooks on the protector do not grip the vial stopper well. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The vial has a protective plastic that has not been removed prior to use, the needles of both the injector and the protector do not assemble correctly due to the plastic wrap and cannot pass through the vial stopper. A device history review was performed for reported lot 2007133, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Possible root cause is associated with the orange plastic that you can see in the photo that wraps the entire vial, which does not allow the protector to assemble correctly. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. The protector must be attached completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate connection of the protector to the vial.

Event description:
It was reported that fluid leaked from between the bd phaseal¿ protector p53j and vial while preparing cisplatin. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage around between the protector and the vial. According to the customer's report, during preparation of cisplatin, the fluid leaked around between the p43j and the rubber part of the vial."